Event description:
It was reported that during pocket revision procedure, the atrial lead exhibited low impedance and varying threshold. An insulation anomaly was noted on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion exposing the outer coil at 13.5 cm to 14.5 cm and at 14.7 cm to 15.0 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. Outer insulation was damaged, outer coils were bent and one of the filars was fractured at 25.5 cm to 27.5 cm from the connector pin as a result of clavicle crush.